Event description:
The complaint states that "no readings", "sensor error" or "brief sensor issue" was reported. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and "no readings", "sensor error" or "brief sensor issue" was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined due to data does not reflect the full investigation window. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
The complaint states that "no readings", "sensor error" or "brief sensor issue" was reported. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient lost consciousness for around 45 minutes. Her husband found her in the toilet already unconscious. Emergency doctor was called. The sensor did not alarm the patient for hypoglycemia. Emergency doctor tried to check on the receiver cgm value, there were no values (sensor error). The emergency doctor reported: constricted pupils, EKG (sinus rhythm, normal), hypoglycemia, the doctor took a bg reading (no value reported) and the patient was treated with IV glucose. At the time of the report the patient improved but was experiencing strong headache. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.